Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during the subclavian tavr procedure in the aortic position, the operator had difficulty getting the loader cap over the crimped valve. The loader cap was reported to have felt "snug/tight". The loader cap eventually when over the valve and the delivery system/valve were able to be inserted into the body. Once the valve reached the native annulus and the balloon was inflated, however, the balloon burst. "The valve had not started to deploy". All systems, delivery/valve/sheath were removed without complications. There was narrowing and calcium so the team opted to change to a tao approach. The team did not have any transapical equipment, therefore a sapien 3 valve was loaded onto the commander and an 18f gore sheath was used rather than the esheath. The delivery system/valve were inserted through the sheath but the alignment could not be performed. "There was a lot of resistance and operators were unable to withdraw delivery system balloon into the valve". As the delivery system/valve/sheath were being removed, one of the valve's struts snagged onto one of the sutures in the aorta and created a tear. The patient was placed on bypass, the tear was repaired and the patient was taken to the operating room for surgical replacement of the valve. On pod 1, the patient suffered a severe stroke and expired. Note: this report pertains to the second delivery system. Ref. Mfrg number 2015691-2017-00148.

Manufacturer narrative:
Due to the device not being returned for evaluation and no applicable imagery being provided, the complaint of ¿delivery system ¿ difficulty with valve alignment-unable¿ was unable to be confirmed. Engineering was not able to perform any visual, dimensional or functional analysis. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. However, a review of the lot history, DHR and manufacturing mitigations supports that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. During review of complaint history, the following patient and/or procedural factors were identified that could have potentially contributed to the reported event: patient anatomy (calcification/ tortuosity of the vasculature) can impact the position of the device, potentially causing additional force needed for alignment (friction between balloon and flex shaft); per the IFU/training manual, valve alignment should be performed in a straight section of the aorta. It is possible that they may not have been able to find a straight section of the aorta to perform valve alignment, which would then have led to the valve alignment difficulty. Information regarding tortuosity of the aorta was not provided. Available information suggests patient or procedural factors may have contributed to the difficulties reported. However, a definite root cause cannot be determined at this time. Review of complaint history for january 2017 revealed that the occurrence rates did not exceed the control limits for this failure mode. Therefore no corrective / preventative actions are required at this time per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures and permanent or transient neurological events including stroke are known potential complications associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, although a definite root cause cannot be determined for the difficulty with valve alignment, it is likely that patient or procedural factors may have contributed to the event. The aortic tear was created as the devices were being removed, one of the valve's struts snagged onto one of the sutures in the aorta and created a tear. The cause of the patient¿s stroke is unknown. However, the event maybe related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.